Event description:
It was reported that the insulin pump had an intermittently responsive act button. The customer stated that during the fill tubing step, the insulin pump spattered insulin and numbers did not appear. The caller confirmed the error and replaced the insulin pump. The customer's blood glucose was 91 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened express, act, escape, up arrow and down arrow dome switches. The insulin pump has cracked case at the display window corners and minor scratched lcd window.